Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported receiving an occlusion alert earlier after sitting on the tubing. The highest blood glucose (bg) reported was 358 mg/dl at the time of call. The patient did not change their cd infusion set, as insulin delivery resumed. The patient noted continued having elevated bg levels and asked what to do. Since the occlusion alert had occurred about 20 minutes before the call, the agent advised the patient to monitor bg closely and to change the cd infusion set if another occlusion alert occurred or if bg did not improve within 90 minutes. The patient declined follow-up. No symptoms reported by the patient during the event, and no medical intervention reported at the time of call.